Manufacturer narrative:
(B)(4). Date sent: 11/2/2016. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips crossed during the firing of the device. The clips had to be removed with another device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.